Event description:
Additional clinical review was received that reports the patient expired on support. On (B)(6) 2026, the death is conservatively being reported to the impella cp but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage d shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
B2: is death and date of death added. B5: additional event description added. D6b: explantation day, month and year added. H1: type of reportable event added. H6: health effect - impact code added.

Manufacturer narrative:
A4, a5, and a6 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 78-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage d) underwent impella cp support via right femoral percutaneous arterial access. During support, the device was operating at p-4 with a reported flow of 2.2 l/min and a d5w sodium bicarbonate purge solution in use. During support, an elevated plasma free hemoglobin of approximately 200 mg/dl was identified, raising concern for hemolysis. They reported no clinical signs of hemolysis, including the presence of clear yellow urine, and the patient was managed conservatively with fluid administration and planned repeat laboratory assessment.. There were no reported anatomic abnormalities, no blood product transfusions, and no confirmation of two elevated plasma free hemoglobin measurements within 24 hours. Repositioning was not reported to resolve any potential positioning concerns. The patient remained on support at the time of reporting. The root cause of the reported hemolysis remains undetermined pending further clinical assessment and device analysis.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details and no product returned.